Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed a nonresponsive touchscreen during an attempted software update and supply change, preventing selection of on-screen icons and normal operation; a replacement pump was provided and the user was advised to follow backup therapy per clinician guidance and complete the standard startup for the new device. Symptoms included no adverse clinical effects, and the reported blood glucose at the time was 131 mg/dl without hypoglycemia or hyperglycemia. Outcomes included device replacement with return logistics completed. Investigation included review of video evidence demonstrating a nonresponsive display and collection of device return for evaluation. Investigation of this case revealed a device malfunction involving the user interface/display component consistent with a touchscreen failure that impeded user interaction, with no alarms generated. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.